Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was put through a steam sterilizer. The issue occurred during reprocessing of the device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6. Corrected fields: d10. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable reprocessed incorrectly, poor color image (poor color reproduction) is due defective charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction was due to cable reprocess incorrectly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.